Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump battery was unable to charge despite using multiple wall adapters and power sources. The customer's blood glucose (bg) was 96 mg/dl. Reportedly, the customer continued to use the pump for insulin therapy, and also had an alternate pump available.

Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged malfunction could not be verified; however, a different issue was identified.